Event description:
It was reported that a patient presented in a non-clinical environment and was unable to connect their implantable cardioverter defibrillator(ICD) via bluetooth, and a failure of bluetooth low energy (ble) telemetry was noted. Memory corruption was also noted on the ICD. Corrective programming changes were made to successfully restore the ble telemetry. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: medical device problem code should only include failure to interrogate code.

Manufacturer narrative:
The reported event of ble unavailable was resolved by interrogating the device using a merlin programmer, this is indicative of a ble lockout which is per device design.